Event description:
Event description guidant received information that during and immediately following an implant procedure this implantable pacemaker (ipm) had oversensing on both the atrial and ventricular channels.